Event description:
While in the patient, the ivus catheter would not produce an image. The catheter was removed and replaced with no reported harm. Manufacturer response for intravascular catheter, catheter, ivus opticross 6 hd 3.6fr x 135 cm bagless non-ce (per site reporter).